Manufacturer narrative:
The tech isolated the issue to the gas spring cylinders not operating properly. He replaced both gas spring cylinders to repair the bed.

Event description:
Info received indicates trendelenburg will not operate using either handle at the head of bed.